Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. A 15mmx3.00mm wolverine coronary cutting balloon was selected for used. During the procedure it was noted that the balloon ruptured at 12 atmospheres. The procedure was completed with another of the same device. No patient complications were reported.